Manufacturer narrative:
The vertek arm for the navigation system was returned to the manufacturer for evaluation. Testing found that both ends remained loose after tightening. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. Part not returned.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the articulating arm could not be tightened anymore. The arm was tested before the site used it again. There was no patient present when this issue was identified.